Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm and experienced hyperglycemia with the blood glucose value of 700 mg/dl. The customer experienced malaise, polydipsia, tachycardia, urinary frequency, diabetic ketoacidosis. The customer was treated with treated injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay for hyperglycemic event. The event involved product(s) mmt-1884, mmt-332a, mmt-399a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 25-jun-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 25-jun-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-jun-2024 in the pump history file. (B)(6) 2024 15:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 15:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 15:47:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 15:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 202416:16:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 05:45:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 06:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 06:23:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 06:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 06:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 11:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 11:16:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 11:23:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 11:41:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 11:51:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 12:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 12:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 12:17:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 12:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 16:47:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 17:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:24:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 18:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:35:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:47:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 18:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 19:15:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 19:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.